Event description:
It was noted that there was high current on this device. The rv thresholds have also been high since implant. The physician chose to change out the device, rv lead and ra lead all at the same time. The system was replaced with a medtronic system. There are no complaints on the ra lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator (ICD) revealed the battery status mol1. The device was implanted for 37 months and 21 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage, as well as the overall current consumption of the electrical module, were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage documented low values. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery a reduced electrical resistance localized on the array of cathodes was identified, which led to a slightly increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 37 months. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.